Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with a stage 1 of diffuse lamellar keratitis (dlk) both eyes (ou). The topical steroid dosage was increased and an oral steroid, medrol, was prescribed. A flap lift and rinse was also performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and noted had good visual acuity and comfort. Patient reported symptoms are not interfering with daily activities. Patient's symptoms were resolved (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.00 x -1.00 x 90, left eye pre-op 20/20 -3.75 x -1.25 x 88.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 05/01/2007. However, the manufacturing site has provided the date as february 2007. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.